Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined, however, the most probable cause of this issue is component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the investigation that the cysto-nephro videoscope a-rubber was missing and had exposed threads. There was no patient involvement.